Event description:
It was reported that an occlusion alarm 2 followed by an alarm 26 occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. No actions were taken by the customer at first, but they were advised to change the infusion set and cartridge and then resume insulin.